Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 4194-78 lead implanted (B)(6) 2005, 5076-45 lead implanted (B)(6) 2005 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve and diaphragmatic stimulation. When the pocket was opened, the physician observed insulation cracks and nicks on the left ventricular (lv) lead. The lv lead was inactivated. It was also reported that the patient had a pocket infection and cultures were taken; the results necessitated the right ventricular (rv) lead being explanted due to an infection on the lead tip. The rv lead was not replaced. It was later reported that three leads (right atrial, rv, and lv) plus the cardiac resynchronization therapy defibrillator (crt-d) were explanted due to the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.